Manufacturer narrative:
(B)(4), date sent: 9/25/2023. Additional information was obtained: was surgery delayed due to the reported event? --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> bleeding., b5, h6.

Event description:
It was reported that during a lap splenectomy, stapler fired across vessels using white reload. Bleeding, noticed staples were not fully formed. Used clips. Retrieved new stapler and reload. Pulsatile bleeding from artery. Inspection of reload shows straight unformed staple legs. Used hemo-loks for remainder of case. The surgery was delayed. New stapler used then hemo-loks. Surgery was completed successfully. The patient consequence experienced was bleeding.

Manufacturer narrative:
(B)(6). Date sent: 7/24/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9d02u, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Fired stapler across vessels using white reload. Bleeding, noticed staples were not fully formed. Used clips. Retrieved new stapler and reload. Pulsatile bleeding from artery. Inspection of reload shows straight unformed staple legs. Used hemo-loks for remainder of case. Subsequently noticed staplers were from same lot #. No patient consequences reported. No further information is available.